Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for a rhythm that appeared to be supraventricular tachycardia (svt). Additional information was received that this ICD later delivered additional inappropriate atp and an inappropriate shock for svt. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.